Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of cerebrovascular accident ("stroke") and pelvic pain ("pelvic cramping") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin). On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced cerebrovascular accident (seriousness criteria hospitalization and disability), pelvic pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), confusional state ("confusion"), dizziness ("dizziness"), anxiety ("severe anxiety"), depression ("depression"), feeling abnormal ("foggy memory"), alopecia ("hair loss"), inflammation ("inflammation of hands and feet"), polyarthritis ("chronic inflammation of joints"), dermoid cyst ("dermoids"), swelling ("swelling"), fatigue ("constant fatigue"), tenderness ("tenderness"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pains"), menorrhagia ("excessive menstrual bleeding"), dysmenorrhoea ("painful menstruation") and pruritus ("severe itching"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the cerebrovascular accident, pelvic pain, palpitations, confusional state, dizziness, anxiety, depression, feeling abnormal, alopecia, inflammation, polyarthritis, dermoid cyst, swelling, fatigue, tenderness, migraine, abdominal pain, back pain, menorrhagia, dysmenorrhoea and pruritus outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cerebrovascular accident, confusional state, depression, dermoid cyst, dizziness, dysmenorrhoea, fatigue, feeling abnormal, inflammation, menorrhagia, migraine, palpitations, pelvic pain, polyarthritis, pruritus, swelling and tenderness to be related to essure (ess205). The reporter commented: serious injury ( hospitalization , disability permanent damage were reported, but not specified and/or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of cerebrovascular accident ("stroke") and pelvic pain ("pelvic cramping") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin). On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced cerebrovascular accident (seriousness criteria hospitalization and disability), pelvic pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), confusional state ("confusion"), dizziness ("dizziness"), anxiety ("severe anxiety"), depression ("depression"), memory impairment ("foggy memory"), alopecia ("hair loss"), inflammation ("inflammation of hands and feet"), polyarthritis ("chronic inflammation of joints"), dermoid cyst ("dermoids"), swelling ("swelling"), fatigue ("constant fatigue"), tenderness ("tenderness"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pains"), menorrhagia ("excessive menstrual bleeding"), dysmenorrhoea ("painful menstruation") and pruritus ("severe itching"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the cerebrovascular accident, pelvic pain, palpitations, confusional state, dizziness, anxiety, depression, memory impairment, alopecia, inflammation, polyarthritis, dermoid cyst, swelling, fatigue, tenderness, migraine, abdominal pain, back pain, menorrhagia, dysmenorrhoea and pruritus outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cerebrovascular accident, confusional state, depression, dermoid cyst, dizziness, dysmenorrhoea, fatigue, inflammation, memory impairment, menorrhagia, migraine, palpitations, pelvic pain, polyarthritis, pruritus, swelling and tenderness to be related to essure (ess205). The reporter commented: serious injury ( hospitalization , disability permanent damage were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc. Fu 2, 3 and 4 processed together. On 26-nov-2018: no new information received. Fu 2, 3 and 4 processed together. On 26-nov-2018: no new information received. Fu 2, 3 and 4 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (f¿ood and drug administhition, reference number: mw5079288) on 04-sep-2018. The most recent information was received on 27-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic cramping') and cerebrovascular accident ('stroke') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain and ovarian neoplasm. Concomitant products included acetylsalicylic acid (aspirin). On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criteria hospitalization and disability), palpitations ("heart palpitations"), confusional state ("confusion"), dizziness ("dizziness"), anxiety ("severe anxiety"), depression ("depression"), memory impairment ("foggy memory"), alopecia ("hair loss"), inflammation ("inflammation of hands and feet"), polyarthritis ("chronic inflammation of joints"), dermoid cyst ("dermoids"), swelling ("swelling"), fatigue ("constant fatigue"), tenderness ("tenderness"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pains"), menorrhagia ("excessive menstrual bleeding"), dysmenorrhoea ("painful menstruation") and pruritus ("severe itching"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cerebrovascular accident, palpitations, confusional state, dizziness, anxiety, depression, memory impairment, alopecia, inflammation, polyarthritis, dermoid cyst, swelling, fatigue, tenderness, migraine, abdominal pain, back pain, menorrhagia, dysmenorrhoea and pruritus outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cerebrovascular accident, confusional state, depression, dermoid cyst, dizziness, dysmenorrhoea, fatigue, inflammation, memory impairment, menorrhagia, migraine, palpitations, pelvic pain, polyarthritis, pruritus, swelling and tenderness to be related to essure (ess205). The reporter commented: serious injury ( hospitalization , disability permanent damage were reported, but not specified and/or assigned to one of the events. Discrepancy noted in date of insertion-(B)(6) 2002, (B)(6) 2002. Discrepancy noted in date of removal-(B)(6) 2018,(B)(6) 2005. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: medical record received- reporter information and medical history were added. Amendment: the report was also amended for the following reason: information transferred from deletion case (B)(4) new reporter, dob, rcc, source documents and reference section were transferred to this case. Legacy device report (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic cramping') and cerebrovascular accident ('stroke') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain and ovarian neoplasm. Concomitant products included acetylsalicylic acid (aspirin). On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criteria hospitalization and disability), palpitations ("heart palpitations"), confusional state ("confusion"), dizziness ("dizziness"), anxiety ("severe anxiety"), depression ("depression"), memory impairment ("foggy memory"), alopecia ("hair loss"), inflammation ("inflammation of hands and feet"), polyarthritis ("chronic inflammation of joints"), dermoid cyst ("dermoids"), swelling ("swelling"), fatigue ("constant fatigue"), tenderness ("tenderness"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pains"), menorrhagia ("excessive menstrual bleeding"), dysmenorrhoea ("painful menstruation") and pruritus ("severe itching"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cerebrovascular accident, palpitations, confusional state, dizziness, anxiety, depression, memory impairment, alopecia, inflammation, polyarthritis, dermoid cyst, swelling, fatigue, tenderness, migraine, abdominal pain, back pain, menorrhagia, dysmenorrhoea and pruritus outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cerebrovascular accident, confusional state, depression, dermoid cyst, dizziness, dysmenorrhoea, fatigue, inflammation, memory impairment, menorrhagia, migraine, palpitations, pelvic pain, polyarthritis, pruritus, swelling and tenderness to be related to essure (ess205). The reporter commented: serious injury ( hospitalization , disability permanent damage were reported, but not specified and/or assigned to one of the events. Discrepancy noted in date of insertion- (B)(6) 2002, discrepancy noted in date of removal-(B)(6) 2018, (B)(6) 2005. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.